Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump was damaged. The customer¿s blood glucose level was 240 mg/dl at the time of the incident. The customer reported missing washer, broken o ring and spin not able to lock. The customer did troubleshoot the issue. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump received with the reservoir tube lip completely broken off. The reservoir does not stay locked in place due to broken reservoir tube lip.